Manufacturer narrative:
The event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on 09/11/2017. Postoperatively the lead migrated. Adequate coverage was confirmed during the procedure, however during post-op, programming was only able to provide effective stimulation to right abdominal area and rib. X-rays were taken and lead migration was confirmed. The lead was removed and replaced. Postoperatively the patient received effective stimulation.